Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient has "many problems including pain, the need to have another surgery as well as physical limitations."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with 1) grade I spondylolisthesis l4-5 2) spinal stenosis l4-5. 3) lumbar radiculopathy. 4) lumbar degenerative disk disease l4-5 and l5-s1 and underwent the following procedure: l4-5 and l5-s1 tljf, application of posterior screws on the left side at l4-5 and s1, on the right side at l4 and the sacrum, interbody cages were placed and 9 mm interbody innovation peek cage was placed at ls-s 1, an 11 mm interbody innovation peek cage was placed at l4-5 small kit was used as well as 5 ml of osiris osteocele and local autograft in which rhbmp2/acs was used.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.